Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the follow-up performed on (B)(4) 2012, a predicted longevity (time to eri) of 20 months was displayed by the programmer. However, the device reached eol 9 months later.